Manufacturer narrative:
Continuation of d11: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2019; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 8780, serial#(B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. H3: analysis found that there was damage to the transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. The event is now reportable for serious injury as there was intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient reported unsatisfactory pain relief. The doctor ordered a dye study, and during the study they were unable to aspirate. It was reported that the issue was not resolved at the time of the report, and the patient's status at the time of the report was noted as "alive-no injury." No further complications were reported.